Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set leaked. This occurred before patient use. It was stated that the set was leaking priming fluid at distal end, where line is glued into connector that would normally connect to the patient. There was no patient involvement. No additional information is available.